Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Medtronic received information that audio/vibrate anomaly/absence of alarm occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
Retainer = black customer returned the pump for alleged no alarms during high bg on 12/6/2021. The pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at .08695 inches. Successfully downloaded the trace and history files using thus and carelink upload was successful. The pump was programmed with a gst3c transmitter and test plug. The pump calibrated to the programmed test values properly and displayed correctly on the display graph. Programmed the alert on high alarm to 230 mg/dl, calibrated the pump for a 245 mg/dl, and after the calibration the pump alarmed alert on high at 242 mg/dl properly. No high bg alarm anomaly noted during testing. The pump was cut open to perform a visual inspection. No damage or moisture damage was found on the vibrate harness assembly, electronic assembly (pcba 1 and pcba 2), motor, or force sensor. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, cracked select button keypad overlay, stained keypad overlay, cracked battery tube threads, missing serial number label, and pillowing keypad overlay. Absence of high bg alert is not confirmed. The pump alarmed alert on high properly. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.